Event description:
The customer called about inconsistent readings on her contour meter. While troubleshooting, it was discovered there were some missing segments. No adverse event was alleged. Meter was replaced. Customer was advised to return her meter for evaluation.